Event description:
The pt was injection in an undisclosed area. The pt alleged developed swelling, redness, redness and had drainage administered.

Manufacturer narrative:
No lot number or further info was given at time of report after a number of attempts. Date of event and implant are estimates. MDR is deemed closed.